Event description:
It was reported the insulin pump alarmed motor error. The device was not exposed to any kind of magnetic field. Customer reported she was taking a shower and device slipped; it fell and now had cracks on it. Then the device alarmed motor error. The device alarms each timer customer attempts to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.